Event description:
It was reported that the ilet user experienced leaking when attempting to attach the infusion set connector and tubing after placing the cartridge into the pump, and the user had previously attached the connector to the pump without tubing after a rewind; troubleshooting identified overfilling of the cartridge and the user was instructed to fill only to the 1.8 mark and remove air pockets, after which a supply change was completed and insulin delivery was resumed; the relevant device component was the connector. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect procedure or method involving the connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.